Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an O-ring from a previous cartridge on the pneumatic tap. The customer removed the O-ring. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer would load a new cartridge to address the issue.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.